Manufacturer narrative:
Batch review performed on 05-aug-2024 lot 2055066a: (B)(4) items manufactured and released on 03-may-2022. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Visual inspection performed by medacta hip r&d project mananger: the screwdriver shows a broken hexagonal tip. The failure occurred for excessive torque on the tip since it is visible a twisting of the base portion of the hexagonal tip and is visible typical torsion surface fracture. The material and hardness of the hexagonal tip have been checked and found compliant with the specs. The main causes of the failure could be: the screwdriver tip was not completely inserted inside the screw hexagonal hole so the tip broke due to unexpected loading condition. The torque limiter connected to the scredriver was not able to limit the maximum torque at 25nm for unknown reasons.

Event description:
The tip of the instrument broke and remained in the screw head, it was not possible to remove it.

Manufacturer narrative:
Additional information received on 31-oct-2024. The torque limiter is still used without any issue reported, so it is not the cause of the issue. The visual inspection has been updated as follows: the screwdriver shows a broken hexagonal tip. The breakage occurred due to excessive torque on the tip, as there is visible twisting of the base portion of the hexagonal tip and visible aspects of the breakage are typical of a torsional surface fracture. This could occur if the screwdriver tip was not completely inserted inside the screw hexagonal hole, resulting in excessive loading condition. The material and hardness of the hexagonal tip have been checked and found compliant with the specs. Root-cause description: based on the information available no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing related issue. Although it cannot be confirmed, the issues reported may have resulted from the application unintended factors and/or damage of the components during prior use. No systemic issue can be identified at this time. Correction: d1 brand name corrected d4 model number inserted in the correct position.